Event description:
The reporter stated that the surgeon attempted to insert a cc4204bf single piece collamer lens and the lens stuck in the cartridge. No pt contact or injury. This is one of two lenses for the same pt. See MFR report #2023826-2006-01255.

Manufacturer narrative:
H6: evaluation results: visual inspection of the returned product showed that the lens was stuck in the cartridge. The sfc-25 fp cartridge was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion: no conclusion can be drawn. Based on the complaint history and evalaution of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for eval.